Event description:
Boston scientific received information from a physician that acuity left ventricular leads dislodge often. There was no report intervention being performed, and no report of any associated patient harm.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.